Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "implant package. The peel tab on the inner shell did not pull off cleanly and the inner sterile shell was stuck to the outer shell. The doctor could not get the inner shell out of the container¿.

Event description:
Sales rep reported, on behalf of physician. "On the implant package, the peel tab on the inner shell did not pull off cleanly and the inner sterile shell was stuck to the outer shell. The doctor could not get the inner shell out of the container". Device not implanted. Surgery not completed with a backup device.